Manufacturer narrative:
Date sent: 2/10/2009: information not provided during initial contact. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and gave an error code 7. The hand piece was disassembled and a torn acoustic isolator was found. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap colon procedure, while trying to connect the generator, it showed "the wire did not work". They had to change it and use a new one. There were no adverse consequences for the patient.